Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was duplicated and attributed to the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was returned to zoll chelmsford for further evaluation. Evaluation of the analog board found the top ECG shield defective as a root cause for the customer's report. The board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.